Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd signal wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the ccd module fluid damage, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) compressed, the suction channel buckled, the bending rubber missing, the insertion flexible tube (ift) leaky, and the u/d pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.